Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to a motor failure. The service technician states that the blower seized up and that the blower will need to be replaced to resolve the issue. Additionally, the porting block and front case enclosure will need to be replaced due to physical damage. No repairs were performed. The unit has been scrapped. No further investigation is required.